Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 4 months. The pump remains in use supporting the patient. A direct correlation between the patient's pump and the reported event could not be conclusively established through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital for a gastrointestinal bleed. An endoscopy was performed and arteriovenous malformations were found and cauterized. The patient's inr goal was decreased to 1.8-2.2 and aspirin was removed from their anticoagulation regimen. It was also reported that there appeared to be no issues with the pump as the pump parameters remained stable over time. On (B)(6) 2016, the patient was discharged home with no further issues.